Event description:
It was reported that the patient likely had a short circuit between electrodes 9 and 11. The electrode impedance reading was 112 ohms. Out of range impedances were discussed. When the leads were implanted there was ¿nothing in the electrode impedances at the time.¿ however, when the implantable neuro stimulator (ins) was placed, the potential short on the impedances was identified. The short was potentially discovered during the ins implant when the impedances were checked and were 8840 at the time of the implant. The hcp unscrewed the extension from the ins, cleaned it and screwed it back in. The potential short was confirmed and no other troubling impedance values were noted. The patient was essentially tremor free, receiving therapeutic effect and was doing well with the combination of the case and electrode 8. Impedances were to be monitored regularly to keep an eye on them. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.